Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99059. Supplemental rationale: corrected data: b5, h6, h11, 9 previously reported events were included in this follow-up record. Product return status 8 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components), 8 devices: wear problem / switch/relay. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 7 devices: serviced and returned to customer, 1 device: archived by stryker, 1 device: product disposition is not yet determined.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 9 events for the failure: detachment of device or device component. - 8 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 6 devices were received. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 6 devices: wear problem / switch/relay. 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 6 devices: serviced and returned to customer. 3 devices: product disposition is not yet determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.